Event description:
It was reported that after two days of use, the medication from the pain pump began filling the screen and the settings began to fade away. It is unknown if the pump was replaced with another unit. There was no reported adverse consequence due to this event.

Manufacturer narrative:
The device was discarded by the account. According to hospital protocol, the patient would have been given oral medication in conjunction with the pain pump.